Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during bolus. Customer also mentioned receiving a no delivery alarm. Customer stated that they do not use the sensor feature on the insulin pump and they were able to rewind the device. Customer's blood glucose reading at the time of the call was 179 mg/dl and declined any further troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.